Event description:
A nurse was raising the siderail to the full up position when she allegedly got her finger pinched between the top of the spindle and the top rail. Her finger allegedly became bruised and swollen. No medical intervention required.